Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 11/30/2015.

Event description:
A customer reported an event of "smoke" (haze/mist/vapor) emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and vacate the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury. 1-rlh0cq and 1-rlh3jf are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00603 and 2084725-2015-00604.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra was reviewed and indicates the risk for haze/mist/vapor is determined to be ¿low.¿ no parts were available for return and evaluation. The oil mist filter is the most likely assignable cause for the haze/mist/vapor issue. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.